Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. The customer's blood glucose was 40 mg/dl, which was treated with glucose tablets. The customer's current blood glucose was 205 mg/dl. The customer stated the drive support cap was flush. Customer stated the insulin pump was exposed to an MRI. The insulin pump passed displacement test. Customer stated the insulin pump had a scratch on the display, but able to read and working as designed. Customer was at doctor's office and diabetic nurse stated the insulin pump shots off and is experiencing hypoglycemia. The customer was unable to troubleshoot.